Event description:
During a ventricular tachycardia procedure, a pericardial effusion occurred requiring a pericardiocentesis. Mapping was performed in the right ventricle under conscious sedation. The catheter was removed and transseptal access was gained. While attempting to gain transseptal access, the patient moved abruptly. The (B)(6) (baylis) transseptal needle slid down the septum and was repositioned. The patient was then put under general anesthesia. Transseptal access was gained, and the mapping catheter was introduced into the left ventricle. Mapping was being performed but an effusion was observed on ice(intracardiac echocardiagraphy) in the right ventricle. The catheters were removed to observe the effusion. The patient became hypotensive and a pericardiocentesis was performed to stabilize the patient. The physician alleges the effusion occurred when the patient jumped while transseptal puncture was being performed with the (B)(6) (baylis) needle. There were no performance issues with any (B)(6) device. The mapping catheter was discarded. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).